Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency related to the needle or suture? Was the bleeding related to the use of the suture? Will the actual needle that was retrieved be returned for analysis? Additional information was requested and the following was obtained: how did the needle become missing? Did the needle pull off of the suture? Unknown. Did the needle break? No. What measures were taken to retrieve the needle from the interdental space? Unknown. Was there any medical or surgical intervention? Refer to additional information. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? The needle was removed during the initial procedure. Re-ope was performed. Refer to additional information. Was there any additional tissue damage as a result of searching for the needle piece? Removed sutures and took out the needle. Refer to additional information. Additional information:the fenestration surgery was performed for resection of sublingual ranula on (B)(6) 2016. The surgeon noticed that the needle was missing during suturing at the floor of mouth mucosa. The surgeon continued suturing because it is necessary to stop bleeding asap. Because of trismus, the surgeon was compelled to suture without direct vision and it was hard to search the needle. After the surgery, the needle was found under the mouth mucosa by x-ray exam. The surgeon removed sutures, took out the needle and resutured at the floor of mouth under local anesthetic. The follow-up of oral cavity was good but the patient passed away from hypoglycemic encephalopathy. The cause of death did not relate to this needle missing event.

Event description:
It was reported that the patient underwent a fenestration oral surgical procedure for resection of sublingual ranula on (B)(6) 2016 and the suture was used. During the procedure, the needle was missing during suturing at the floor of mouth mucosa. It was also reported that the surgeon continued suturing because it was necessary to stop bleeding as soon as possible. Because of trismus, the surgeon was compelled to suture without direct vision and it was hard to search the needle. After the surgery, the needle was found under the mouth mucosa in the interdental space by x-ray exam. The surgeon removed sutures, took out the needle and resutured at the floor of mouth under local anesthetic. The follow-up of oral cavity was good but the patient passed away from hypoglycemic encephalopathy. It was also reported that the cause of death did not relate to this needle missing event. Additional information has been requested.

Manufacturer narrative:
Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and timelines of patient death

Manufacturer narrative:
Additional information was requested and the following was obtained: was there any alleged deficiency related to the use of the needle or suture? No information. Was the bleeding related to the use of the suture? No. Please provide date and timelines of patient death--- date of death is unknown. The suture was not returned for evaluation. The used needle was examined for visual inspection attribute defects under 10x magnification and the channel present a correct closure. The needle presents blood residues. The hole of the needle was examined under 20x magnification for suture remnant and remnant was found into the hole. Additionally, there are marks on the edge of the needle likely by use of the needle holder, and this condition causes the needle to separate the suture. Marks were observed on the point and the swage area of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. According the sample condition it was suggest an improper handling of the sample six representative samples were examined for visual inspection and no defects were found on the packing; the samples were opened and the needles were attached to the sutures. The swage area of the needle-sutures was examined for visual inspection attribute defects and no attachment defects were noted. The needles present a correct closure. The sutures were dispensed without problems and examined along of the strand and no defects or damage was found. Also, 6 samples were tested by needle pull and all met the fg requirements.